Event description:
On (B)(6) 2015, the reporter contacted animas alleging a dim, fading, color spectrum issue with the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: during investigation, the pump was powered on and the display functioned properly. The display screen was found to be clear and legible. The complaint of a dim, discolored display was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).